Manufacturer narrative:
A review of the imaging supplied by the hospital concluded that there was no visible defect or issue with the in situ distal femur jts. Based on the information provided a definitive root cause could not be determined. Further information such as product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed and tracked and trended.

Event description:
The patient has a history of osteosarcoma and underwent a distal femur jts implant on (B)(6) 2015. The patient is now reported to have presented with metastatic disease of the proximal tibia. As a result of disease progression, a proximal tibial implant has been ordered. The in situ distal femur jts implant will be revised to allow for the connection of the proximal tibial implant. This is a supplemental report to 3004105610-2016-00054 ((B)(4)).

Manufacturer narrative:
No failure of the distal femur jts implant is alleged by the surgeon. Due to metastatic disease, the in situ distal femur jts implant will be revised to allow for connection to the new proximal tibia implant. A supplemental report will be submitted after the operation is performed.

Event description:
(B)(4). The patient has a history of osteosarcoma and underwent a distal femur jts implant on (B)(6) 2015. The patient is now reported to have presented with metastatic disease of the proximal tibia. As a result of disease progression, a proximal tibial implant has been ordered. The in situ distal femur jts implant will be revised to allow for the connection of the proximal tibial implant. Scheduling of the operation date is pending.